Event description:
The user facility reported to terumo cardiovascular that while attempting to set occlusion on the arterial roller head pump on system 1 heart lung machine, would get a "pump jam" message. This error is thought to be related to the tubing pack and oxygenator, not the hardware. This event occurred prior to cardiopulmonary bypass procedure, during priming. There was no pt involvement, the product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for eval, but the investigation has not been fully completed. Terumo intends to submit a follow-up report once more info is obtained. (B)(4).